Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during defibrillation thresholds testing (dft), the right ventricular (rv) lead exhibited high dfts and the implantable cardioverter defibrillator (ICD) could not rescue the patient. External shocks were able to rescue the patient. The lead was explanted and replaced and device was explanted and replaced by a device with higher energy. No patient complications have been reported as a result of this event.